Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received missing reservoir tube o-ring, minor scratches on case, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked select button keypad overlay, faded serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.